Event description:
It was reported that noise was observed on the atrial lead of an asymptomatic patient. The noise could not be reproduced and the physician felt that it was caused by electromagnetic interference. All other electrical values were normal. No changes were made. The patient was noted to be in good condition throughout the event.

Event description:
New information from (B)(6) 2015 reported that the noise continued to be observed in the atrium. Pacing inhibition was noted. No patient symptoms were reported. No actions were taken and the patient would continue to be monitored.